Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a 12 in (30 cm) appx 1.6 ml, ext set w/3-gang nanoclave stopcock w/nanoclave, spin luer where it was reported that upon assessment, flush line attached to the distal port of the manifold was detached hanging on floor. No air in line noted, line discontinued from patient. Normal saline (ns) flush running onto floor. There was patient involvement, and no harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.